Event description:
It was reported that during a procedure unrelated to the device, the patient received multiple inappropriate shocks despite a magnet having been placed on the device. The device was exposed to cautery. It was found that the magnet was positioned incorrectly. The therapies were programmed off for the remainder of the procedure. The patient outcome was favorable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.